Manufacturer narrative:
A ge rep evaluated the system, and replaced the monitor. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
Customer reported an artifact in images. No pt injury was reported.